Manufacturer narrative:
Qn#(B)(4). The manufacturing DHR file based on a potential lot from sales history was reviewed. No recorded results of manufacturing issues or anomalies were reported. Certificate of compliance (part of DHR) certifies that the aforementioned lot meets the viant upland quality system requirements and specifications. This product has been manufactured and controlled by viant upland in accordance with the FDA qsr and iso iso13485:2016. A review of the certificate of conformance/device history record found that the needle set passed all the release criteria. The device was manufactured in 12/2019 and is approximately 2 years old. The complaint sample is not available for return. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. The complaint cannot be confirmed. No corrective/preventative actions will be assigned. The complaint sample is not available for return. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. The complaint cannot be confirmed. No further action required.

Event description:
We have had an incident today where 2 ezio needles were found in their packaging without the safety cap attached. I know there was a safety alert about this in 2019 but we had ensured we had none of the affected needles. Unfortunately one of the 45mm needles and packaging was thrown away, we do however have a 15mm needle lot no 5196621 ref no (B)(4) still in its packaging with the safety cap detached.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events

Event description:
We have had an incident today where 2 ezio needles were found in their packaging without the safety cap attached. I know there was a safety alert about this in 2019 but we had ensured we had none of the affected needles. Unfortunately one of the 45mm needles and packaging was thrown away, we do however have a 15mm needle lot no 5196621 ref no 9018p still in its packaging with the safety cap detached.